Event description:
On (B)(6) 2015, the pt was hospitalized for the demand of "20 days after the breast cancer operation." On that afternoon, PICC was blindly inserted in the pt and the insertion process was successful. After the insertion, under chest x-ray showed the location was good. The implantation length inside the body is 53cm. Chemo was conducted on the pt. After the discharge,the pt went to the hosp weekly to return to te dept for catheter maintenance. On (B)(6),the pt was hospitalized again, during the hospitalization the location was good under chest x-ray reexamination. So 2nd course was conducted. On (B)(6) during the 3rd course of chemo, nurse withdrew the catheter and blood return was normal before pushing ep, and the performance was good. Therefore pushed the drug, and during the pushing, the pt had no complaints. After 20 min, the nurse found the drug fluid reportedly outflowed from the puncture site along the tube wall, so she immediately contacted the head nurse and the invasive technology dept for consult. By pushing the contrast medium in the invasive tech dept, it showed that there were allegedly two leaks on the catheter inside the body w/one leak 3cm near the puncture site in the blood vessel, therefore it was reported they immediately removed the tube.

Manufacturer narrative:
The MFR has rec'd the sample and will be evaluated. Results are expected soon. A lot history review (lhr) of reyh2071 showed one other similar product complaint(s) from this lot number. All complaints for this lot number (reyh2071) have been reported from two china facilities.